Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar function was not working as expected throughout the day, operating intermittently. Site replaced the energy cords and power cycled the erbe generator but the issue persisted. The erbe unit¿s screen displayed a line across it and may have been impacted. At the time of the call, they were at the end of the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) since bipolar energy was not operating properly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu returned for failure analysis (fa) and the reported problem could not be directly confirmed using the system error logs since 25920 errors logged gives no specific reason for their energy activation halts but can be indicative of firing issues. Inspection during fa process was unable to find issues that directly related to bipolar issues, but the issues with the iesu display noted in the arm complaint were reproduced on site. The iesu has mix of a solid incorrect color line on the display near the middle and sporadic glitchy pixels near the line. The iesu was deemed ok for system test; all operations successful, no issues noted with bipolar firing. The bipolar firing issues cannot be confirmed on site and but confirmed display issues between arm. The iesu will be sent to original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis, which indicates that the system may have contributed to the customer reported complaint. The probable root cause could be attributed to an lcd display defect on the generator. This issue can be resolved through troubleshooting or replacement of the generator.